Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include traced to component failure, which is expected or random component failure without any design or manufacturing should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited detached plastic distal end cover from bending section cover. There was no patient involvement.